Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturng parameters found out of spec. However, uom was selectable and was received at mg/dl. Error 015,0204,0300,0800and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.